Event description:
It was reported that during kit inspection the handpiece trigger was blocked. There was no patient involvement. Additional clinical information indicated that the trigger was not able to be depressed. No further information was obtained.

Manufacturer narrative:
Double trigger handpiece (B)(4) was returned for complaint investigation. Upon receipt, the double trigger handpiece was visually inspected with no detection of any external damage that may have contributed to the device potentially being nonfunctional. There was no power source returned with the device such as an electric power supply or flash or atk batteries. During evaluation it was observed that the handpiece did not stop rotating when the bottom trigger was released and the handpiece only operated in one direction. In addition, the motor was noisy. Repair of the device included replacement of the motor and trigger board. The handpiece was returned to the customer. The root cause of the reported event was is currently under investigation.